Event description:
According to the o.r., they believe the pencil stayed activated after the surgeon stopped keying it during a breast procedure. Subsequently, a freckle size burn occurred that was not severe and did not require treatment.